Event description:
Patient reported unknown side: pain, swelling, capsular contracture iii. Patient reported "breasts, which are beginning to visibly deform" "damage caused by the prosthesis affects day-to-day life, since patient can't exercise or hold baby without feeling pain" physician reported "emotional burden". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient representative reported for left side " gradual hardening of breasts, which evolved into persistent pain accompanied by recurrent episodes of stinging and burning sensations, gradually increasing in intensity over the months. These manifestations generated physical and emotional suffering which prevented the patient from carrying out daily activities. Baker grade iii/IV contracture associated with a chronic inflammatory lymphoplasmacytic process. It was reported that the diagnosis showed a severe inflammatory reaction potentially related to the adverse immunological response of the patient's organism to the prosthesis material, which justified the urgent need for breast explanation". Device has been explanted. Treatment: mastopexy with explantation.